Event description:
It was reported via medwatch (B)(4): stryker precision falcon oscillating saw tip broke in two pieces during surgery.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported via medwatch (B)(4): stryker precision falcon oscillating saw tip broke in two pieces during surgery.

Manufacturer narrative:
H6: the quality investigation is complete.